Event description:
Cook medical reported for the customer, "the product had malfunctioned and the catheter portion had broken off inside a patient." Device removed by endovascular snare.

Manufacturer narrative:
(B)(4). Product has not been returned for evaluation. Unable to do an evaluation, due to the fact that the product has not been returned.